Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/28/2025, the patient stated she had a life-threatening event; however, the patient declined to provide further information about this event. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). G3 date received by mfg - correction to the initial MDR, the correct date should be 12/1/2025 h2 correction

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, it was found in connection with the reported allegation that on the alleged date of incident, (B)(6) 2025, the estimated glucose values were in range prior to the session ending at 10:44 am, after a full ten days and 12-hour grace period. At 10:56 am, the grace period ended alert was acknowledged. A new session warmup started at 10:57 am. At 11:22 am, the first estimated glucose value (egv) was 109 mg/dl and the app delivered a warmup complete alert at 100 percent volume through an external bluetooth audio device and a rising fast alert at 0 percent volume as it was set to vibrate only. Both alerts were acknowledged immediately. Egvs dropped from 91 mg/dl to 78 mg/dl. At 11:37 am and 11:42 am, the egvs dropped below the low threshold (70 mg/dl), 67 mg/dl and 57 mg/dl, and the app delivered a low alert and an urgent low soon alert at 100 percent volume through an external bluetooth audio device. From 11:47 am to 12:22 am, the egvs dropped below the urgent low threshold (55 mg/dl), 41 mg/dl to low (less than 40 mg/dl), and the app delivered urgent low alerts at 100 percent volume through an external bluetooth audio device. At 12:27 pm, the device began experiencing a temporary sensor error. After the default 20-minute delay, the app delivered a brief sensor issue alert at 100 percent volume until it was acknowledged at 12:54 pm. After the brief sensor issue alert was acknowledged, the device remained in a temporary sensor error state until 03:02 pm. At 03:07 pm, the sensor failed with an alert at 100 percent volume, which was acknowledged at 05:06 pm. No sensor data is present after this time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).